Event description:
It was reported the patient presented to his physician with dizziness and a heart rate of 30 bpm. The device could not be interrogated and had no output. A device check six months earlier had projected a remaining longevity of 11-43 months. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient status was reported to be normal following the replacement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.